Event description:
It was reported the patient was not able to get a bolus when she attempted to get one at 8:00 on (B)(6) 2012. It was noted the patient should have been able to receive a bolus since she had not gotten one since 22:00 the night before. The patient did not "quite understand" the lockout. Additional information received reported the patient got a refill on (B)(6) 2013 and wanted to be able to deliver her bolus before she went to bed, but the patient therapy manager (ptm) only allowed her to do a bolus at 3:00 in the morning. The patient was locked out the night of the refill before going to bed. The patient had gone to her health care provider (hcp) the previous friday to increase the dose for pain relief. The patient's pain relief had begun 2-3 weeks prior due to the pain not being managed. There were no recent accidents or trauma. It was also reported the refill date on the ptm still showed (B)(6) 2013 after the refill and it had not updated. The ptm would not advance past the "information screen face" after pressing the selector key while holding it over the pump to read. The batteries of the ptm were pulled out and reinserted. The ptm then powered up appropriately, but the screen went blank after pushing the selector key. The ptm had not gotten wet. New alkaline batteries were placed in the ptm and the patient was able to successfully read the therapy screen. It was noted the patient was scared of an overdose from pushing the ptm bolus too much. Prior to getting the ptm, the pump delivered boluses through complex programming. The pump was being used to deliver baclofen and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).